Event description:
The report indicated that, after applying a new pod, the user's bg levels rose steadily from breakfast time through dinner. High bg's (269-455 mg/dl) were experienced during the evening, at which point a bolus was programmed. In the middle of administering the bolus, the pod initiated a hazard alarm. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successsfully.